Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 184mg/dl (7:25 pm), 136mg/dl (7:21 pm). Tests were done within 4 minutes with a difference of 27%. Patient did not experience any adverse events. No further information has been reported. In the potential medical tab it was documentes that, "ctl: 133; range 109-148".